Manufacturer narrative:
Hologic thoroughly reviewed the panther logs and noted the initial sample curve exhibited an atypical low baseline fluorescence. This low fluorescence returned to normal early in the assay process. As a result, the software produced a high titer result for this sample. Hologic performed a risk assessment. Over-quantification of hiv viral load may lead to a change in antiretroviral therapy (art) or unnecessary initiation of art treatment. However, under standard hiv viral load monitoring guidelines, a change in patient viral load is to be confirmed prior to change in patient treatment. In addition, upon initiation of art treatment, clinicians are expected to interpret assay results in conjunction with patient history and other available data. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.

Event description:
On (B)(6) 2025, a customer reported to hologic questionable aptima hiv positive results using aptima hiv-1 quant dx assay (ml 894003), worklist (B)(4), on panther instrument serial number (B)(6). Customer noted that the patient contested the initial hiv positive result which prompted them to review amplification curves and initiate testing on a competitor platform. Customer retested the same sample on a competitor platform (genexpert) and edta and serum sample types both tested negative for hiv on the genexpert platform. Customer reported the male patient is on hiv antiretroviral therapy (art) and has tested hiv negative since 2015. Result was reported to have been amended to hiv negative upon testing on competitor platform. Patient treatment was not altered as a result of reported result. Hologic was not made aware of any adverse patient outcomes due to this event.